Manufacturer narrative:
The returned cylinder was retested by the MFR. The contents were confirmed to be c3f8 gas which was at least 99.8% pure, meeting product specifications. No additional abnormalities were noted with the material. Alcon has received no other complaints on this lot. This report was mailed in to FDA on: 4/24/1998.

Event description:
User facility reports 4 pts with infections after use of gas.